Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "ventilation was canceled during the asv mode." The patient was moved to another ventilator. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) follow-up 1: investigation outcome. It was reported that "ventilation was canceled during the asv mode." The patient was moved to another ventilator. No harm to the patient was reported. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles disconnection alarms could be observed however, there is no indication that the "ventilation canceled" please see below an extract from the logfiles. 2024-12-23 11:22:27 disconnection on ventilator side alarms 5011, 2024-12-23 11:22:27 turn the flow sensor alarms 4008, 2024-12-23 11:22:27 high pressure alarms 5019, 2024-12-23 11:22:26 disconnection on patient side alarms 5010, 2024-12-23 11:22:25 high pressure alarms 5019 2024-12-23 11:22:25 disconnection on ventilator side alarms 5011, 2024-12-23 11:22:24 disconnection on patient side alarms 5010, 2024-12-23 11:22:23 high pressure alarms 5019, 2024-12-23 11:22:23 disconnection on ventilator side alarms 5011, 2024-12-23 11:22:22 ets 25 % setting 319, 2024-12-23 11:22:22 p-trigger 2.0 -cmh2o setting 303, 2024-12-23 11:22:22 disconnection on patient side alarms 5010, 2024-12-23 11:22:21 high pressure alarms 5019, 2024-12-23 11:22:21 disconnection on ventilator side alarms 5011, 2024-12-23 11:22:20 disconnection on patient side alarms 5010, 2024-12-23 11:22:19 disconnection on ventilator side alarms 5011, 2024-12-23 11:22:19 high pressure alarms 5019, 2024-12-23 11:22:18 disconnection on patient side alarms 5010. The root cause was identified as a defective servo module. Following the replacement of the component, the device worked as intended. Hamilton medical ag considers this case closed. Corrected data: b3. Date of the event is 23.12.2024.